Event description:
Manual resuscitator not packaged with elbow piece, which connects mask to ventilator bag. Staff unable to properly ventilate pt during an arrest. Pt's oxygen saturation dropped to 77%. Needed to obtain another bag from different location. Bags come assembled from the co.